Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that cs300 intra-aortic balloon pump (iabp) failed battery run time test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The correct date received by mfg is 21-may-2020 (g4 field). The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue during preventive maintenance (pm), stated that batteries failed run time at 72 minutes. The stm replaced the batteries and completed the pm. Safety, calibration, and functionality checks passed per factory specifications. The iabp was returned to the customer and released for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that cs300 intra-aortic balloon pump (iabp) failed battery run time test. There was no patient involvement, and no adverse event reported.